Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. Super cap and battery communication timeout found in pump event history log. During functional testing the super cap post error was found at power up, however unable to duplicate the battery communication timeout at power up. The root cause was related to design. Replaced main board and replaced battery for preventive. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a power, battery communication issue. No patient injury was reported.